Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient was implanted with an elbow prosthesis. Subsequently, the patient had to be revised due to fracture of the ulna. There was harm to the patient as the patient had to underwent additional surgical/medical intervention. Patient was implanted with a custom ulna prosthesis made by a competitor. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. H6 component codes: proposed code: mechanical (g04)- stem. Visual examination of the provided photos identified the explanted ulnar component, bearings, and pin. However, as they were not returned, further analysis could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Attempts have been made to gather all product identification information, and no further information has been provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ulnar fracture with extra-osseous position of the ulnar implant. Osteolysis as noted. The ulnar implant is loose secondary to fracture. Humeral implant fit is maintained. Overall elbow arthroplasty alignment is maintained. Bone quality is osteopenic. A definitive root cause cannot be determined. The reported event was confirmed through the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.